Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device inflation issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of device inflation issue cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient was expected to undergo a revision surgery for the ambicor penile prosthesis due to the patient being unable to inflate the prosthesis. .

Event description:
It was reported that the patient was expected to undergo a revision surgery for the ambicor penile prosthesis due to the patient being unable to inflate the prosthesis. The device was returned indicating a revision surgery took place. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the device performance issue was confirmed as a fluid leak would lead to a limited device function. Device history record review (DHR): review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ambicor cylinders, pump and tubing were visually inspected and examined using a microscope. Both cylinders had wear at the folds in the cylinder body. The kink resistant tubing (krt) was identified as having been cut in half as a result of the separation of the cylinders and pump. Both cylinders had a hole in the proximal cylinder body which led to a leak when it was inflated with a syringe. The hole appeared to be the result of a sharp instrument damage which probably occurred during the explant surgery. Both cylinders had broken fabric threads in the proximal cylinder body that was the result of wear. No damage was identified in relation to the pump. Product analysis concluded that identified broken fabric threads could affect the functionality of the device as the reported of inflation issue. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.